Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the jaws insert had the upper edge of the distal end bite area slightly protruding. The poor engagement of the grip section was presumed to be due to deformation of the upper side of the distal end. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a deformation related component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the product serial/lot number (d4 device is lot coded) and update to the product return date (d9).

Event description:
There is no new information provided by the customer.